Event description:
Follow-up information was received on 01-dec-2023: the patients initials were provided. The patient was injected with a large amount of radiesse into a major blood vessel of the face. The radiesse injection caused necrosis, melted the patients face on the inside and outside and disfigured for life, so this was not just about not being cute anymore (as reported). The patient had a long list of medical problems, mental and physical. As reported, their career was in the toilet and everyday was a struggle to survive, and was permanently disfigured. As reported, the patient was diagnosed with depression and post-traumatic stress disorder (ptsd). The patient also suffered from sinus issues and nose bleeds and was physically and emotionally devastated. It was a drag to put on makeup anymore. The outcome of the previously reported events necrosis and scab remained unchanged.

Event description:
This MDR is related to MDR 3013840437-2023-00111 referring to the same patient. This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse, on (B)(6) 2020. The patient was injected into the blood vessel. The patient was previously treated with dermal fillers for 5 years, with amazing results. After the radiesse injection, the patient experienced that the face was melting. The complication was never discussed nor listed on the only informed consent singed at the office back in 2016, so when it happened the patient had no idea that it was an emergency and when diagnosed the next day thought that this was the first time it ever happened to anyone. The physician seemed just as surprised and confused as the patient and had no idea how severe the injury was and how to properly treat it. The patient did not find out until much later, that the calcium-based filler that was preferred because of how much longer it lasted, was not reversible in the event of this catastrophic accidental injection and caused necrosis and permanent damage to patients face. The physician made the patient believe that this got worse before it got better, but that in a few weeks the scabs were going to heal and came off and it was possible to smooth out any bumpy skin underneath with lasers. The physician and the physicians dermatologist wife assured the patient it was temporary and that they were going to fix everything so there was nothing to worry about. The patient believed everything they said, did everything they were told to do, and assumed that they would go back to normal life in a few weeks, so they did not seek out other medical care at that time. Over the following few weeks, the patients face cooked and bubbled like a pizza in a locked oven, then burned to a crisp and broke off in hands. The pain was unbearable, and everything was happening outside and inside the face. The patients nasal passages shriveled and nose bent to the left, no longer having a nostril there to support it. This caused all kinds of physical issues with breathing, which affected singing and performing on stage and in front of the camera. If the patient had not had a husband who loved the patient, and medical art prosthetics who created a new nostril and nasal passage, the patient was not going survive this life changing injury and all the horror that came along with it. The outcome of the events necrosis and scab was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event scabs (injection site scab) was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.